Event description:
It was observed during the olympus device evaluation, the colonovideoscope¿s bending section cover and the cover¿s adhesive had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of foreign material on the bending section cover and cover¿s adhesive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the user did not complete reprocessing before sending the device to olympus, foreign material remained at the bending section cover and cover¿s adhesive. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in cf-q150l/I operation manual chapter 3 ¿preparation and inspection¿. IFU states the preventive measure in cf-q150l/I reprocessing manual chapter 3 ¿cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.